Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was severely bent and was not in his body. Due to this, the patient experienced severe diabetic ketoacidosis. His highest blood glucose level reported was 628 mg/dl, which the patient tried to self-treat with an insulin injection. Subsequently, the patient was admitted to the hospital on (B)(6) 2019. As corrective treatment, the patient received insulin drip, which resolved the issue. The infusion set had been in use for less than a day. The patient was released from the hospital on (B)(6) 2019. There was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.